Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 67 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage b. No additional patient history was reported. During support, loss of perfusion to the right femoral artery was reported. Evaluation identified thrombus formation within the patient, resulting in leg ischemia. The patient's activated clotting times around the time of the event were unknown. No thrombus was observed on the impella cp device upon explant. Due to the reported thrombus and associated limb ischemia, the patient was taken to vascular surgery where a thrombectomy was successfully performed and the impella cp device was removed. The patient was successfully weaned from support, and no additional impella support was required. While on support, the impella cp device was operating at performance level 8 with expected flows of 3.0 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient survived to explant with no additional adverse events reported. Limb ischemia and thrombosis are known potential complications associated with large-bore arterial access